Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn:m365sc2317500 model:sc-2317-50 serial: (B)(6) batch: 5086425.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a revision procedure wherein the scs leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.